Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one 1 severely bent grip, causing misalignment of the grip-tips. There was a 1.73mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tips. The complaint regarding "sweet to chew (not quite right)" was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the medium-large clip applier instrument was "sweet to chew (not quite right)". The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: it was reported that the nurse did not remember whether the clip was opened after clipping but the clamping seemed to be insufficient. There were no problems with the movement of the instrument. Back-up instrument was used to resolve the issue. The instrument is available for evaluation. No photos or videos are available for review.